Event description:
It was reported the patient experienced inadequate stimulation during the spinal cord stimulation (scs) trial. The physician assessed the cervical lead became displaced likely caused by a progressive condition that causes posterior hyperextension of the patient's head. Attempts to reprogram the device were unsuccessful, and the patient underwent a revision procedure where the lead was repositioned.

Event description:
It was reported the patient experienced inadequate stimulation during the spinal cord stimulation (scs) trial. The physician assessed the cervical lead became displaced likely caused by a progressive condition that causes posterior hyperextension of the patient's head. Attempts to reprogram the device were unsuccessful, and the patient underwent a revision procedure where the lead was repositioned.